Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was about to insert the infusion set when she removed the protective sheet and the tubing came off at the tubing connector. The site location was on the abdomen. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 16-oct-2019: follow up information was submitted because the complaint investigation results showed that (1 set and 1 tubing) the tubing was damaged there was a cut. Based on the results, device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was about to insert the infusion set when she removed the protective sheet and the tubing came off at the tubing connector. The site location was on the abdomen. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.